Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and cartridge tubing. Blood glucose (bg) level was 600 mg/dl and was addressed by priming out the air bubbles. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.